Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body without problems and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.